Event description:
The product was implanted in a posterior fossa craniotomy and was sutured in to repair a dural defect. Dura deal was then sprayed onto and around the dura gen before the site was closed. The bone flap was not replaced. Within the next couple of days the pt was brought back to the or due to a dural leak. The surgeon stated part of the dura gen had dissolved and that it did not properly work.